Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a stained end cap sticker and a partially broken reservoir tube lip. (B)(4).

Event description:
The customer's parent reported via telephone call that a piece of the insulin pump broke off. The blood glucose was 420 mg/dl. The customer was treated with a bolus from the insulin pump. The reservoir housing of the insulin pump was damaged and the customer could see a black seal at the top of the reservoir housing. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.